Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the tenku coronary dilatation catheter (cdc), (B)(6) instructions for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a heavily calcified concentric de novo lesion in the mid left anterior descending (lad). The 2.0x15mm rx tenku balloon dilatation catheter (bdc) was prepped inside of the anatomy. The bdc was advanced with resistance noted to the lesion and the balloon ruptured during the fourth inflation at 10 atmospheres. The device was removed with no issue and replaced with a non-abbott balloon and implantation of a stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.